Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported patient presented in clinic having drainage from healing incision post generator change out. Incision appears to have dehisced. Patient stated drainage started few weeks after change out and antibiotics were prescribed. Once antibiotic course was completed, drainage began again. Device was explanted. Patient was fitted with a lifevest and scheduled for re-implant in (B)(6).